Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump's battery life was approximately 2-3 weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following results:a review of the pump¿s history showed no errors, alarms, or warnings related to the complaint. A visual inspection of the pump showed no damage to the battery compartment or battery cap. The pump was able to power on normally. The current draws were found to be in specifications. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.